Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Carefusion service representative went on site to evaluate the device and determined that field corrective action was required related to a current open recall. Remediation was completed and the device is working to specifications.

Event description:
The customer reported while using the avea ventilator, it is alarming exhalation occlusion and circuit occlusion. The customer reported the unit was in use while on a patient and the unit did not cycle, there was no patient harm.